Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia above 300 mg/dl for approximately 90 minutes, with a highest reported value of 393 mg/dl, after breakfast while using the ilet system; the user later reported continued elevated readings, fingerstick-to-ilet discrepancies, and performed an infusion site change under guidance, with education provided on accurate meal announcements and carbohydrate estimation, and the user noted concurrent antibiotic therapy. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, no professional medical intervention, and no need for assistance. Investigation included user interview, device-use review, and troubleshooting focused on infusion site function and meal announcement practices. Investigation of this case revealed likely inadequate insulin delivery due to infusion site performance or placement and inaccurate or inconsistent meal announcement relative to carbohydrate intake, with sensor-to-fingerstick variance also observed. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors involving infusion site issues and meal announcement accuracy. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.